Event description:
Same case as MFR# 6000093-2004-01003. It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The physician was able to successfully deploy in the left anterior artery (lad) a taxus express2 8.8% 2.75 x 24 mm and a taxus express2 8.8% 3.0 x 28 mm drug eluting stents. After the balloon was deflated, the physician reported facing "great resistance" upon withdrawal. The physician was able to remove the balloon from both stents using unknown maneuvers. There were no pt complications. Additional info has been requested.

Event description:
No add'l info could be obtained.